Event description:
During the baxter evaluation of a pump, it was found that the device failed to detect a downstream occlusion during a test on the high setting.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation found the unit to fail the downstream occlusion test on the high setting. A failed downstream sensor most likely contributed to this condition. The downstream sensor will be replaced.